Event description:
Info rec'd with returned device stating that pump was explanted due to pt's experiencing meningitis. Follow-up letter will be sent to health care provider for further info on this reported event.